Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On(B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 36 year old male patient presented with left side chest pain. There was no patient additional patient information. Return product is not available for investigation. Method: date: collected: results: sample: positive/negative. I-stat, (B)(6) 2026 0743, >1000 ng/l, wb, positive; I-stat, (B)(6) 2026 0838, >1000 ng/l, wb, positive; siemens, (B)(6) 2026 1733, 3.3 ng/l, wb, negative; siemens, (B)(6) 2026 1733 , 4.6 ng/l, wb, negative; there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n, (ng/l, pg/ml), (ng/l, pg/ml); female: 490, 13, (10, 17); male: 404, 28, (19, 58); overall: 895, 21, (14, 30).